Manufacturer narrative:
Results: the device history and sterilization records were reviewed and found to meet specs. The ipg was visually inspected and the "ipg battery low" warning was displayed. The ipg was revived from sleep mode using the "wake-up" routine and the low battery message was cleared. The device was then ran for 4.5 hours using the pt's programmed settings. The ipg passed communication testing with the pt programmer, the auto test, and the pulse load test. The battery life was calculated using the pt's programmed parameters and determined to be anywhere from 33-119 months. Conclusion : the reported complaint is confirmed. Post decontamination, the ipg was revived and reset. Consequently, the ipg did not give a "low battery" indication following the decontamination process due to a cleared flag. The ipg was run for approx 4.5 hours using the pt settings provided. A low battery was not indicated following the test. The pt's battery lasted for 7 months. According to the calculations, the longevity of the battery should have been 33-119 months. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the pt experienced uneven stimulation and the ipg battery depleted prematurely.